Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a hip arthroscopy, the tip of the super turbovac wand fractured and fell into the knee joint. The fragment of the electrode was removed from the patient. The procedure was successfully completed with a delay of more than 31 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has a piece of metal missing and there is visible debris. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended with the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per complaint details, the tip of electrode was fractured and fell into hip joint during the procedure; however, the fragment was removed. The procedure was reportedly completed with s+n backup device with a surgical delay of greater than 31 minutes. No patient complications/injury was reported. The product evaluation did not identify any manufacturing abnormalities that would have contributed to the reported event. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. In conclusion: based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported extended surgical delay of greater than 31-minutes, electrode fracture with fragment retrieval and use of a backup device to complete the procedure could not be determined; however, no patient complications or injury was reported due to the event. No further medical assessment can be rendered at this time. A review of the customer provided images shows a used electrode. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a hip arthroscopy, the tip of the super turbovac wand fractured and fell into the hip joint. The fragment of the electrode was removed from the patient. The procedure was successfully completed with a delay of more than 31 minutes using a back-up device. No patient complications were reported.